Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend was analyzed, and the findings did not replicate or confirm the customer reported event. The reported issue with the instrument could not be replicated nor confirmed. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests on three out of three attempts. The instrument was recognized by the e100 and integrated electrosurgical unit (iesu) or erbe. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the seal and cut tests successfully. There was no physical damage observed during testing. There was no failure logs displayed as the instrument was used on dv5. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse and recognition issues. Updated annex b - inv type desc 1 to b13 - communication/interviews as it was not listed in the initial MDR.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported the vessel sealer extend instrument worked in the first few minutes of the case and stopped working/sealing in the middle of the procedure. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issues noted. Sealing was being performed at the time of the event. The issue included delayed sealing and included insufficient sealing for not sealing properly. First few run of sealing it worked. On second attempt, it would no longer seal. No other issues occurred that were not listed. The instrument worked the first 2 seals and then stopped working properly. Unknown if errors occurred. Audible signals were heard when the pedal was pressed. Fast audible tones were heard as well however tissue effect was not observed as it did not seal. No tissue was cut that was not fully sealed. Not sure on the target tissue. The jaws did not contact clips, sutures or staples. The jaws were not immersed in a liquid. No unexpected bleeding occurred. Surgeon is unsure what caused the issue.